Manufacturer narrative:
Block e1: initial reported address 1: (B)(6). Initial reported phone: (B)(6). Block h6: problem code 1664 captures the reportable event of stent suture fell off of the stent. Block h10: an ultraflex tracheobronchial covered stent was received for analysis; the delivery system was not returned. Visual analysis of the returned device found the stent was deployed, unraveled, and expanded. One green retention suture was detached and was not present. The other green retention suture was present and no issues were noted. The stent was measured to be within specifications. No other issues with the stent were noted. The reported event was confirmed. Additionally, the stent was found to be unraveled, which may have been due to manipulation or excessive handling during the procedure. The investigation concluded that the reported event and the observed failures were likely due to procedural factors such as handling of the device, the technique used by the user, and normal procedural difficulties encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation on august 12, 2019 that an ultraflex tracheobronchial distal release covered stent was to be used to treat a malignant subglottic tracheal stenosis during an airway stent implantation performed on (B)(6) 2019. Reportedly, the patient's anatomy was dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed; however, the blue stent retention suture was not knotted and fell off from the stent.the stent was removed with forceps and another ultraflex tracheobronchial stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that an ultraflex tracheobronchial distal release covered stent was to be used to treat a malignant subglottic tracheal stenosis during an airway stent implantation performed on (B)(6) 2019. Reportedly, the patient's anatomy was dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed; however, the blue stent retention suture was not knotted and fell off from the stent. The stent was removed with forceps and another ultraflex tracheobronchial stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.